Manufacturer narrative:
Result: faulty cpu board cause head-end left motion failure and stuck in an elevated position.

Event description:
It was reported by service report that the head-end lift was stuck in high height position, and was unable to lower. No pt involvement or adverse consequences were reported.